Event description:
The defibrillator reached a charge complete state, but reportedly would not discharge energy to the patient through the attached therapy cable. Another device of same model was connected to the patient through the same therapy cable. This defibrillator reached charge ready but also would not discharge energy to the patient. The observation or obserations upon which these allegations were based was not reported. Patient outcome has not been reported at this time.